Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is turning off by itself. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the customer returned power management pcba and da to mc cable, shows that the power management pcba and da to mc cable were installed in an fi test ventilator and tested by repeatedly cycling through power-up and shut down in different configurations as well as running the ventilator for 16 hours. No failures were found.